Event description:
It was reported that an ilet user experienced concerns with hypoglycemia despite a low glucose percentage of 1.1% over 14 days, difficulty viewing all meal announcements in the device history, limited access to dosing information, loss of data visibility during a server outage, overall dissatisfaction with glucose control, and lack of trust or understanding of the device algorithms. Symptoms included perceived low blood glucose episodes without severe hypoglycemia. Outcomes included user dissatisfaction and the need for additional training and troubleshooting. Investigation included troubleshooting and user education by clinical support. Investigation of this case revealed no device malfunction confirmed and highlighted user interface comprehension issues and data visibility concerns associated with a temporary server outage. It was concluded that the cause of the reported hypoglycemia concerns was unclear and that additional user training was assigned. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.